Manufacturer narrative:
The investigational analysis completed 5/28/19. The device was visually inspected and reddish brown material was observed inside the pebax. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. Failure analysis was performed. The catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Additionally, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. The cause of the observed damage is unknown. No other anomalies were observed. On 6/3/19, a manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined. However, an internal action was created to investigate this issue. The root cause of the damage on pebax cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during an ablation procedure a force sensor error 106 was observed. The cable was exchanged, but the issue did not resolve. Catheter replacement resolved the issue. There was no delay in the procedure and no adverse patient consequences were reported. The observed force sensor error 106 issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 5/8/2019, the bwi pal received the device for evaluation. Upon initial inspection, reddish brown material in the dome and a possibly cracked pebax was observed. The observed reddish brown material in the dome and possibly cracked sensor has been assessed as not MDR reportable as additional analysis was required to determine if device integrity was compromised. Further testing was then performed. This event is being reported because on 5/27/2019, scanning electron microscope testing was performed and showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. The observed hole has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been rest to 5/27/2019.